Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered two inappropriate shocks due to oversensing of noise from air entrapment. The s-ICD remains in service and there were no adverse patient effects reported.